Manufacturer narrative:
Initial and final (B)(4) - MDR 8021545-2024-01252 - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with two infusion sets as the tape was not sticking because two sensors came off during swimming. According to patient the cause of the product not adhering was that the patient was swimming and the infusion set was exposed to moisture causing the situation. No further information available.